Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implants. Three implants were placed ok in site's #19, 20 and 21 (class ii bone) during a complex procedure due to soft bone. The clinician reports that this is the second attempt to place implants in this pt. At the time of implant failure, the pt experienced pain and swelling. The implants were removed on 7-7-97. The other two implants are covered under MFR. #1222315-1997-00327 and 00329.